Manufacturer narrative:
Zip code is not indicated at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract removal procedure, there was no aspiration. There was no harm to the patient. A product sample is available. Additional information was requested but has not been received to date.

Manufacturer narrative:
This is one of ten complaints for the finish goods lot for this issue. The order was built and released per specification. The returned sample was visually inspected and a viscoelastic substance was observed in the fluid line. The sample was then functionally tested; irrigation and aspiration flow rates were within specification. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings or to the cassette. The sample passed all testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The cassette pak was replaced during the procedure on the right eye.